Event description:
It was reported that during an im reaming procedure, the end of the drive shaft came in contact with the end of the schantz reduction pin and broke. Surgeon was able to complete the procedure with no adverse effect to patient.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the end of the drive shaft is broken and the piece that broke off was not returned. The break is straight across the part but there is a gouge around the part at that point and the edge is flared and there is a piece sticking outward where it appears the tip finally separated from the device. There are gouges spiraling around the helix over the length of the remaining tip and a very large burr has been raised on the edge of the helix where it transitions to the shaft. The crown of the helix on the tip is badly worn in addition to the gouges. There are two pieces of tape, a green piece with circles and a red piece with stars on the od of the coupling. The complaint description notes that the drive shaft tip hit the tip of a schanz screw. The drive shaft tip broke approximately half way up the tip and the end piece was not returned. The remaining tip has gouges around it where it hit something while in use and a large burr was pushed up on the back end of the helix where it transitions to the shaft. There is also a gouge and burr on the broken end. Evaluation supports the report that the device hit something (such as the tip of a schanz screw) which resulted in the complaint condition. The device is intended for reaming and is not intended to come into contact with an implant or another instrument (with the exception of the reaming rod that goes in the cannulation) during use. Therefore the complaint condition was caused by mis-use. Evaluation indicates that the design is adequate for the intended use and the complaint condition was caused by mis-use. Therefore, this complaint is invalid. Additional product code for this report includes hrs.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).